Event description:
It was reported that the customer had low blood glucose levels (46 mg/dl). Customer accidentally administered two boluses when only one should have been administered.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a new supplemental form will be submitted.